Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "smelled insulin", however, a location of the alleged leak could not be determined. Customer's blood glucose (bg) level ranged from 311-380 mg/dl with small ketones. A correction injection was administered to address the bg.